Event description:
The hcp reported that pt had been experiencing increased tone, itching, and headaches. A catheter study was done. The results were not reported. The catheter was replaced. Post operatively the pt was given too much baclofen "due to miscalculations." For precautionary reasons, the hcp elected that the pt spend an extra night in the hospital for monitoring. The pt is reported to be fine now.